Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k #k091974 and UDI #(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: stenosis at l2-4 procedure involved: screw removal (plif at l2/3 and l3/4) post op, the screw implanted at s1 broke. Bone union has been completed at l5/s, it was planned to perform screw removal on both sides of s1. The screw and the broken parts were removed in the surgery of fusion for extending to treat superior adjacent segment disease. There were no complications to the patient after this event.